Manufacturer narrative:
Corrected data: g2 (¿health professional¿ inadvertently unselected on the initial report) this report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation of glue skin debris on the cord was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during reprocessing, the sterile technician was unable to remove the glue skin debris on the cord of the 4k autoclavable camera head. Debris would not come off. The customer reported that there was no patient involvement.